Event description:
It was reported that the t bolt backed out from the screw at the iliac level approximately a year after the implantation. The revision surgery was performed to take the t bolt out.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.